Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that near foot end of the bed, there are 3 bars that run from side to side and they are broken on frame itself.